Event description:
This lead was implanted on (B)(6) 2006 and capped on (B)(6) 2011, due to an advisory on the lead. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).